Event description:
The patient's mother reported after wearing the pod on her daughter's leg for longer than 48 hours she noticed her site was painful, itchy, dark red and the site irritation is in the size of a quarter. She stated that her daughter's doctor placed her on antibiotics for her immune system. She did not provide any further information.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's irritation. No qualification and sterilization records were reviewed because no product lot number was reported.